Manufacturer narrative:
The insulin pump was received with missing reservoir tube o-ring. The device was received with missing retainer. We were unable to perform displacement test due to missing retainer. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and cracked select button on keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's reservoir o-ring was loose. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.